Manufacturer narrative:
Corrected data:it was reported in error, in the initial report, that a device history review was performed and no non-conformances were detected related to the reported condition. Instead, a review of the service history record was performed which indicated that the device had not been serviced within the last year for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device displayed and e6 error code on the console. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings and cable were damaged, the device displayed an e6 (overheat warning) error code and the motor and control were defective. It was also noted that the it was not possible to run a test run. The device failed pretest for motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc and connector body and no short circuit between sensor gnd and connector body. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.